Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system exhibited out of range pacing impedance measurements in bipolar configuration on the atrial and right ventricular (rv) channel. Measurements in unipolar configuration were within normal limits. Inappropriate atrial tachycardia response (atr) events occurred due to noise which was oversensed after the atrial lead safety switch (lss) reprogrammed sensing to unipolar configuration. Additionally, alerts for noise and pacing inhibition were reported on the rv channel. The patient was brought into the clinic and both leads were reprogrammed to unipolar pacing and bipolar sensing. All testing produced measurements within normal limits. No adverse patient effects were reported.